Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2015 and confirmed the reported event of inaccurate cgm values. A definitive root cause could not be determined. It was reported that the patient did not calibrate according to the user's guide. It should be noted that the dexcom g4® platinum continuous glucose monitoring system user's guide states: do not calibrate when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate if the glucose reading error symbol shows in the status area. Do not calibrate if the out of range symbol shows in the status area. It was reported that the sensor was inserted in an unapproved site. The dexcom g4® platinum (pediatric) continuous glucose monitoring system user's guide states: do not insert the sensor in sites other than the belly (abdomen) or upper buttocks. Use in other sites might cause sensor glucose readings to be inaccurate and could result in you missing severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) events.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter. The sensor was inserted on (B)(6) 2015, and the inaccuracy was noticed on (B)(6) 2015. Patient inserted sensor into arm. Patient did not calibrate properly. No additional patient or event information is available.